Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury (leaftlet damage) was due to the pre-existing condition of the leaflet. Tissue injury is listed in the instructions for use and is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were implanted at anterior and posterior leaflet 2(a2p2) successfully. An attempt was made to deploy third clip lateral to the implanted clips. During grasping attempts, slight increase in mr was observed. The anterior leaflet was observed to be damaged when the clip was opened again. The clip was removed from the anatomy and the procedure was terminated. The mr was reduced to grade 3 post procedure. Per the physician, the leaflet damage was due to the pre-existing condition of the leaflet. The patient was treated with guideline-directed medical therapy(gdmt). There was no clinically significant delay.